Manufacturer narrative:
The reported device was returned; however, the battery of the device was not returned. During visual testing, the devices top case and right plunger case were found cracked. The tamper seal sticker was noted to be broken/void. A review of the event history log found no errors related to the reported issue. During functional testing, a new battery was inserted into the device; the reported problem was unable to be duplicated during the start-up process. As the original battery was not returned for investigation, no determination could be made regarding the root cause of the reported issue. No evidence was found to suggest the reported issue was caused by intrinsic product defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the pump was observed with smoke coming from it. It also smelled of smoke. No patient injury or adverse event was reported.